Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose during the end of (B) (6) 2009. The pt switched to the backup infusion device and had no further issues. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.